Event description:
Array clamp and array broke when tightening. Case type: tha. Surgical delay: 2 minutes. Update: "patient was under anesthesia, it happened intra op. No parts of the device were missing before this happened."

Manufacturer narrative:
Array clamp and array broke when tightening.case type: tha.surgical delay: 2 minutes update: "patient was under anesthesia, it happened intra op. No parts of the device were missing before this happened." Product evaluation and results: visual inspection : as the product was not returned, therefore an evaluation was not able to be completed. The provided image does not provide enough clarity to determine failure mode, see attachment for provided image. Product history review: product history review was not conducted as lot number provided was incorrect. Complaint history review: complaint history review was not conducted as lot number provided was incorrect. Conclusions: as the product was not returned, therefore an evaluation was not able to be completed, and the failure could not be confirmed. If device and/or additional information become available, this investigation will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Array clamp and array broke when tightening. Case type: tha. Surgical delay: 2 minutes. Update: "patient was under anesthesia, it happened intra op. No parts of the device were missing before this happened."